Event description:
It was reported that the device detached requiring additional intervention. A choice guidewire was advanced and became stuck under a stent. During attempted removal, the guidewire "frayed" and broke. The guidewire is broken in the patient. Three stents were placed crushing the distal stent.